Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. It should be noted that the tenku coronary dilatation catheter instructions for use states: caution: all air must be removed from the balloon and displaced with contrast prior to inserting into the body, otherwise, complications may occur. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The tenku balloon dilation catheter device is an abbott vascular manufactured device which is distributed in (B)(4). Although this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us. Sections /type and g5/PMA/510k # of this medwatch correspond to the device currently marketed for sale in the us.

Event description:
It was reported that the patient underwent a coronary procedure to treat a target lesion in the moderately calcified proximal to mid left anterior descending artery. The 3.0 x 15 mm tenku dilatation catheter was advanced to the site and inflated. During the first inflation, the balloon ruptured at 8 atmospheres. The device was removed without issue and there was no adverse patient effect. A second tenku dilatation catheter was used to perform dilatation. No additional information was provided.